Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable, pump won't run alarm. It was reported that the error would not clear and the therapies was interrupted. However, new compounded doses using cassettes from a different lot that were detected by their pump was used. No adverse effects reported.

Manufacturer narrative:
Other text: h3: thirty six cadd cassette reservoirs with part number: 21-7302-24 and lot number: 4096349 were received in new conditions with their original closed packages. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect samples conditions that could cause functional issues. The samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. That could cause the failure mode reported. The returned cassettes were filled with water and connected to a cadd legacy plus pump to look for unusual function. The samples were fully priming and connected without difficulty. The pump was set running and the alarm was not activated. The reported issue was not confirmed. There was no fault found with the returned cassettes.